Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that patient received a cassette empty alarm. At time of call, patient's glucose was 'high.' Also reported frequent line blocked alarms. Stated most times they can resume with the current supplies, but other times they have had to complete a supply change. Confirmed that changing their supplies resolved their high glucose event. There was no patient injury.